Event description:
A customer contacted baxter's technical service ctr regarding a knick in the patient line of a homechoice cassette. The hole may have been caused when the line became caught in the mechanism of a reclining chair. The baxter technical service rep (tsr) assisted the home patient to end therapy and advised the home patient to call the nurse. The cassette was discarded and the lot number was unk. The patient did not experience any complications as a result of this event. No patient injury or medical intervention was reported.

Manufacturer narrative:
.